Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure seven years post implantation due to implant fracture and wear. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Visual examination of the provided pictures identified wear lines/marks on the distal side of the articular surface. An edge of the articular is worn with a portion of implant chipped/fractured off. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.